Event description:
It was reported that patient called to report that something is not right with his inflatable penile prosthesis (ipp) device. He states that he can push the pump three times and then it will not refill. Patient liaison went over troubleshooting techniques with him (burp/ anti-stiction/ pushing the back side of the pump to manually reset and the reboot), which he attempted and stated that they did not change anything. He also reports that he feels air in the system when he pumps. Patient liaison recommended that he contact his prosthetic urologist for assessment. He states that his original dr. Has retired and patient liaison referred him to (B)(6) to assist in finding a prosthetic urologist. Implant was around sometime of 2013.

Event description:
It was reported that patient called to report that something is not right with his inflatable penile prosthesis (ipp) device. He states that he can push the pump three times and then it will not refill. Patient liaison went over troubleshooting techniques with him (burp/anti-stiction/pushing the back side of the pump to manually reset and the reboot), which he attempted and stated that they did not change anything. He also reports that he feels air in the system when he pumps. Patient liaison recommended that he contact his prosthetic urologist for assessment. He states that his original dr. Has retired and patient liaison referred him to edcure.org to assist in finding a prosthetic urologist. Implant was around sometime of 2013.